Event description:
It was reported that the patient presented to the emergency room due to an issue unrelated to the pacemaker. It was noted that the right ventricular (rv) lead exhibited an abrupt increase in pacing impedance, with a twofold increase observed. Stored episodes demonstrated noise over-sensing on the rv lead, resulting in several high ventricular rate episodes that appeared to be artifacts. The noise over-sensing resulted in pacing inhibition. The rv lead also demonstrated a high capture threshold. The noise was reproducible with isometrics. Programming changes were made. The patient was in a stable condition.